Event description:
It was reported that the patient had infection. The pacemaker was also noted to have eroded through the skin. The patient's pacemaker, the right atrial lead and the right ventricular lead were explanted due to the infection. A new pacemaker system was implanted on the left side. The patient was stable throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.